Event description:
A malfunction alarm identified as malf 3 was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. The pump was under warranty, and tandem technical support decided to send a replacement pump. The customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy and was guided on how to put the problematic pump into storage mode before returning it. The shipping address was confirmed, and the customer agreed to return the pump using a pre-paid label within ten days.